Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. One cgm glucose value < 70 mg/dl was followed by a hyperglycemic excursion and insulin dosing, which led to the reported hypoglycemic event. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user over-treating an earlier episode of hypoglycemia, leading to hyperglycemia and correction insulin dosing and increased risk of hypoglycemia. In addition, the user had previously changed their cgm target setting without discussing with their healthcare provider, which may have contributed to the severity of this event.

Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024 a beta bionics customer care agent spoke with the user about the event. On the day of the event, the user was at work and received a low bg alert. They ate a few pieces of candy to correct the low glucose but soon lost consciousness. A coworker called 911, and emts arrived to find the user's bg at 43 mg/dl. The emts administered an IV of glucagon and transported the user to the ER for observation. The user stayed in the hospital for a couple of hours, during which their continuous glucose monitor (cgm) target was adjusted by an ilet trainer. The user had previously changed their target range without approval, which the trainer indicated may have contributed to the event. The user has since resumed using the ilet and has not experienced further low bg events since the adjustment.